Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "management of postoperative pancreatic fluid collection and role of endoscopy: a case series and review of the literature", by chiara coluccio, et al. Per the article, a retrospective multicenter study was conducted across 13 italian healthcare facilities (secondary and tertiary endoscopy units) to evaluate the efficacy and safety of endoscopic ultrasound-guided drainage (eus-d) as treatment for postoperative pancreatic fluid collections (pofcs). Among the 47 patients included (38% women and 62% men), 30 received the hot axios stent: 29 via a single-stage electrocautery-enhanced approach and 1 via the needle-plus-guidewire technique. Most of the procedures were performed using a trans gastric approach, while in a smaller number of cases a transduodenal approach. The study reported a technical success rate of 98% and a clinical success rate of 96%. Adverse events occurred in 11% of cases (5/47) one of which an axios stent was not used. Additional information was received given specific information for the remaining 4 axios stents: one patient with peripancreatic walled-off necrosis (won) measuring 12 x 13 mm underwent drainage due to gastric outlet obstruction (goo). Pre-drainage imaging revealed a pseudoaneurysm adjacent to the collection. A hot axios stent (15 x 10 mm) was placed using a single-stage, trans gastric approach. One necrosectomy was performed during the same session, followed by five additional sessions. The procedure lasted 10 minutes. On day 19 post-procedure, the patient experienced severe bleeding, which was treated with radiologic embolization. The stent was removed 50 days after placement.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2 literature source: chiara coluccio, ilaria tarantino, maria chiara petrone, edoardo forti, stefano francesco crino, alessandro fugazza, roberto di mitri, cecilia binda, davide trama, arnaldo amato, alessandro redaelli, germana de nucci, fabia attili, mario luciano brancaccio, et al. "Management of postoperative pancreatic fluid collection and role of endoscopy: a case series and review of the literature" diagnostics (2025), 15, 1258. Https://doi.org/10.3390/diagnostics15101258. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f19 captures the reportable event of surgical intervention. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. However, the article provided an image where the axios stent can be observed inside the patient's anatomy. However, this image does not provide any evidence to confirm the reported events.